Manufacturer narrative:
Device code(B)(4) captures the reportable event of pull wire break. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2022. During the procedure, a trapezoid basket was used in an attempt to manually crush a 15 mm stone. However, the pull wire broke. With the stone still inside the basket, a soehendra lithotriptor was used and crushed the stone. The basket was then pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached. The internal wires including the handle cannula was returned outside the device. The internal wires were found damaged, kinked and broken. The working length was bent, and the side car rx was torn. Dimensional inspection observed the proximal screw length was less than the permitted tolerance. Also, the side car rx was pushed back approximately 8.0 mm which is out of specification. Under microscope magnification, it was noted that the handle cannula has drag marks of the fastening screws. Also noted is that the proximal screw has a flat tip, and the distal screw has a metal shaving at the tip. The reported event was confirmed. Based on all available information, the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula leaving drag marks of the screws as a consequence. In addition, the internal wires could have been affected resulting in kinked and broken as consequence of the adverse event. Therefore, the most probable root cause of the issue handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The pull wire break and other issues could have been a consequence of the manipulation or the detachment of the handle. Therefore, the cause code is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in an attempt to manually crush a 15 mm stone. However, the pull wire broke. With the stone still inside the basket, a soehendra lithotriptor was used and crushed the stone. The basket was then pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.